Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump alarm was heard, the alarm was confirmed by telemetry. The alarm was due to zero ml reservoir volume reached. A refill date was missed and the volume in the pump was below the recommended volume to maintain adequate infusion. The pt was admitted to hosp due to an overdose from the po meds he took after the pump ran out of drug. The drug in the pump at the time of the event was morphine 30 mg/ml. Additional info has been requested; a f/u report will be submitted if additional info becomes available.